Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they think the device "isn't working", and stated that "now I can't get my heart rate to go above 120, when my upper rate is set to 180". Follow-up with the clinic revealed that the patient is scheduled for an upcoming device change out, however no additional details are available. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.